Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The device was received with the top of the I-blade fractured and slightly lifted. The jaws were found attached to the instrument. In addition no pieces were found missing under microscope inspection. The device was connected to the generator and it was recognized. Because the I blade was damaged not all testing was performed with the generator. There is insufficient evidence related to what caused the damage; a probable cause of the damage to the I-blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.

Event description:
It was reported that during a colostomy procedure the device does not work. Another device like device was used to complete the case. No patient consequences.